Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer had low blood glucose as 40 mg/dl. Customer treated with glucose tabs and received a calibration not accepted alert and did not want to lose the sensor. Customer declined troubleshooting for low blood glucose. Customer current blood glucose was 140 mg/dl and recent blood glucose was 161 mg/dl. Customer did not want to troubleshoot anymore for calibration not accepted alarm. The insulin pump will not be returned for analysis.